Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer reported a critical pump error after a swim. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken belt clip rails, cracked middle (enter) keypad button. Device passed rewind, sleep current measurement, active current measurement, and self tests; it failed prime/seating and basic occlusion tests. During the prime/seating test, the motor stopped loading immediately way before it hit the stopper. During the basic occlusion test, the fill process terminated immediately returning an "insulin flow block" error message. Unable to perform displacement, force sensor, and occlusion tests due to the loading anomaly and the "insulin flow block" alarm. Attempt to download/upload using crest/thus was successful. Pump errors 4 and 63 are found in the long trace file. Pump error 4 occurred on (B)(6) 2021 at 2:59:34 pm and pump error 63 occurred on (B)(6) 2021 at 2:59:34 pm. The case was cut open. After visual inspection, there is corrosion on/around the following: electrical board 1, components located at the top of the back side of the board, electrical board 2, lcd flex cable terminal; home motor switch, force sensor. In summary, the customer¿s report of a critical pump error was not confirmed during testing; however, the device returned loading anomalies, "insulin flow block" messages, and other insulin pump errors. All of these are due to the moisture damage on electrical board 1 and on the motor/force sensor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed rewind, sleep current measurement, active current measurement, and self tests; it failed prime/seating and basic occlusion tests. During the prime/seating test, the motor stopped loading immediately way before it hit the stopper. During the basic occlusion test, the fill process terminated immediately returning an "insulin flow block" error message. Unable to perform displacement, force sensor, and occlusion tests due to the loading anomaly and the "insulin flow block" alarm. Attempt to download/upload using crest/thus was successful. Pump errors 4 and 63 are found in the long trace file. Pump error 4 occurred on 6/13/2021 at 2:59:34 pm and pump error 63 occurred on 6/13/2021 at 2:59:34 pm variable 21 in the detail trace. The case was cut open. After visual inspection, there is corrosion on/around the following: pcba1--j7, j6, components located at the top of the back side of the board, u2; pcba2--j1, lcd flex cable terminal; home motor switch, force sensor. In summary, the customer¿s report of a critical pump error was not confirmed during testing; however, the unit returned loading anomalies, "insulin flow block" messages, and other pump errors. All of these are due to the moisture damage on pcba1 and on the motor/force sensor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.